Manufacturer narrative:
The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
Complaint is reported as: the tube kinked during intubation. The director of clinical quality analysis stated that the tube kinked while in a patient intubated in the ICU and the doctor was able to manually straighten the tube while in patient. No patient injury reported.